Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 290 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, the patient found that the needle had not deployed as intended. The cannula was bent/kinked.